Event description:
It was reported that this pacemaker was oversensing atrial events on the ventricular channel which led to pacing inhibition, and the patient went to the emergency room due to dizziness. Technical services (ts) recommended programming changes. No additional adverse patient effects were reported. This pacemaker remains in service.